Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. The device delivered inappropriate antitachycardia pacing (atp) and high voltage (hv) therapy. Programming changes were made. The patient will continue to be monitored at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.